Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that 15 hours after valve implantation, an (B)(6) pt had 2 strokes.